Manufacturer narrative:
The customer reported the device is not returning as it was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two devices are being filed under separate medwatch report numbers.

Event description:
This is filed to report a perforation. Iit was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted imaging was difficult. An ntw was inserted and deployed on the mitral valve. It was noted that grasping was difficult as the heart frequency increased to 150 beats per minute (pbm). After deployment, the clip migrated and was not aligned to commissure. It was noted at this time, the clip remained attached to both leaflets. To further reduce mr, an nt clip was inserted. However, while in the left ventricle (lv) the heart frequency increased to 150bpm. It was then observed the nt clip came in contact with the ntw clip, causing the ntw to detach from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The nt clip was deployed without further issues, reducing mr to a grade of 2-3. After removal of the sgc, a left to right shunt was observed in the septum; therefore, an amplatzer device was implanted to treat the shunt. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported perforation and poor imaging could not be determined. However, the reported patient effect of perforation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na.